Event description:
The pt reported, that her infusion device had fallen into water approximately 8-9 months ago and doesn't work now. The pt did not report any blood glucose concerns. The pt did not require any medical attention from a health care professional or second party to address the issue. The product was requested to be returned for evaluation.